Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2012. It was reported, the pt experiences uncomfortable heating and itching at the ipg pocket site after charging for 5 minutes or less, thus requiring her to stop charging the ipg. As a result, the pt charges the ipg intermittently and has never been able to fully charge the ipg. The pt advised this has been occurring since implant. It was also reported, the ipg has shifted in the pocket. The pt is working closely with her physician to determine the next course of action which may include surgical intervention.